Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).

Event description:
It was reported that during a lap lobectomy procedure, the staples were not completely forming b. Another like device was used. There was no patient consequence.